Manufacturer narrative:
Stryker evaluated the customer's device and observed that the device would intermittently not respond to on button presses. After replacing the main keypad assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer had sent in their device for service. Upon inspection, stryker observed that their device would intermittently not respond to on button presses. There was no patient use associated with the reported event.